Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead appeared to be capturing in the atrium. The physician suspected the lv lead had moved back into the coronary sinus and a lead dislodgment was suspected. An x-ray was performed and confirmed that the lead tip had pulled back near the coronary sinus. The lead was interrogated and had no lv capture at maximum output. The device was reprogrammed to lv pacing off. A lead revision has been scheduled in the near future. No adverse patient effects were reported. Approximately one week later, a revision procedure was performed and the left ventricular (lv) lead was removed and replaced. A new left ventricular (lv) lead was attempted to be implanted, however was not placed due to the lateral vein. A second attempt was made to implant another lv lead and was successfully placed with acceptable measurements. The lv will not be returned to boston scientific as the location of the lead is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lv will not be returned to boston scientific as the location of the lead is unknown at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.